Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, trailing haptic lens remained stuck between plunger and opening even though the pressure button was completely pressed. There was no patient harm reported. Procedure was completed with another iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1. And d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. No damage was observed. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. The lens is returned in the blister tray. Significant amount of solution is dried on the lens. No damage observed. The product investigation could not identify the root cause for the reported complaint "remained stuck inside opening". The lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. No damage was observed to the device or to the lens. The manufacturer internal reference number is: (B)(4).